Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens, but it tore in the cartridge prior to being inserted. There was no pt contact or injury. The reporter stated it was unk as to why the lens tore.